Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the current design of the uni polar trial is not working. The spacer trails get stuck in the trail head and on trail necks. They also have the potential to temporarily get stuck on implanted stem and are difficult to get off. This is not isolated to these specific trials listed on this form. This is a problem with design. I do not need new ones ordered of this same design. No surgical delay